Event description:
It was reported that this implantable lead was fractured and appeared to have delivered an inappropriate shock. The patient reported experienced undesired sensations. Subsequently, this patient underwent a revision procedure where this implantable lead was successfully explanted. No additional adverse patient effects were reported outside the revision procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).